Event description:
The customer obtained lower than expected vitros uric acid (uric) quality control results using the vitros 5,1 fs chemistry system. Vitros uric results of 1.62 and 1.66 mg/dl were recovered from a level 1 control fluid vs. The expected result of 3.63 mg/dl. Vitros uric results of 4.59 and 4.60 mg/dl were recovered from a level 2 control fluid vs. The expected result of 8.66 mg/dl. The customer determined that the results were processed from a vitros phosphorus (phos) slide cartridge that was miss-identified as a uric slide cartridge. No patient sample results were affected and no erroneous results were reported from the laboratory. However, depending on the combination of misidentified slide cartridges involved, biased and believable results could be obtained and reported from the laboratory if occurred undetected. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
During the investigation of the event, the customer confirmed that a phos slide cartridge was loaded into the slide supply position that had been incorrectly identified as containing an uric slide cartridge. Acceptable uric results were obtained after the customer correctly loaded uric slide cartridge in the slide supply position. No malfunction occurred. The vitros 5,1 fs system operated as programmed and intended. The assignable cause of the event was user error.